Event description:
The iab was inserted into the pt on 1/30/98 at 11:15 pm and removed on 2/2/98 at 4:30 pm. The iab did not malfunction. The pt had nerve involvement, developed compartment syndrome and required faciotomy. (Event complications: nerve involvement/compartment syndrome/faciotomy-rpt'd 4/1/98.) (Pt's current status: discharged-rpt'd 4/1/98.)